Event description:
On 28th january 2026, it was reported by an arthrex employee via email that for an ar-6410, arthoscopy main pump tubing, it did not detect pressure and water kept flowing. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully as the device was replaced with a new one and it worked fine. No patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.